Event description:
It was reported that the patient's right hip was revised due to trunnion wear and head dissociation. The stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner. Rep reported that patient details and pictures can be provided, and otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is required at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to trunnion wear and head dissociation. The stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner. Rep reported that patient details and pictures can be provided, and otherwise confirmed that no further information will be released by the hospital or surgeon.